Manufacturer narrative:
This case was reviewed and investigated according to the manufacturers policy. Expiration date, serial #, UDI #, and device manufacture date are unknown. The crux filter was not returned, thus no product investigation was performed. At the time of implantation, no complications reported. Approximately 26 months later, the patient required surgical intervention to remove the crux filter.

Event description:
On (B)(6) 2016, the patient was implanted with the manufacturer's filter with no complications reported. On (B)(6) 2019, the manufacturer was made aware that patient imaging confirmed that the filter had a broken component near the mid segment. In addition, the patients recurrent history of pulmonary embolism (pe) likely represents compromise of the filter integrity/functionality. On (B)(6) 2019, the filter was successfully retrieved and noted a fracture on the primary strut. Celect ivc filter was placed. This adverse event and product problem is being submitted because it was reported that the manufacturer's filter was fractured and required surgical intervention for removal.